Event description:
During an ankle fusion procedure, the surgeon noted that the 4.5mm cannulated screw threads peeled as the screw was inserted over a guide wire. The threads rewound during removal; however, approximately 3-5mm broke off and were retained in the bone. The surgeon selected another screw and completed the procedure.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Portion of the screw remains in the patient. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device has been received.